Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the patient was initially "boarded" for a pocket revision and generator change due to estimated remaining longevity of 13 months. When the pocket was opened he noticed an infection and put in a complete new system on the right side. The device was removed. No further patient complications have been reported as a result of this event.